Manufacturer narrative:
Patient ID was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter facility name, address and contact information was not provided for reporting. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in singapore as follows: it was reported that on (B)(6) 2016, patient underwent surgery to treat tuberculosis. Patient was implanted with matrix rib plate. Post-operative on an unknown date in 2018, screws that were initially holding the plate to the rib had cut out after the patient was carrying a heavy object. The anterior end of the plate became disengaged from the rib and was pressing against the dermis, and threatening to extrude through the skin. Patient underwent revision surgery on (B)(6) 2018. Patient outcome was reported as recovered. This report is for unknown quantity of unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No further information or material received for a confirmation of the complaint. Based on the provided information, without the material and without knowing the lot number an investigation or disposition is impossible. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The risk assessment for matrixrib was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.